Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 50 mg/dl. The customer's mother did not recall any significant events leading to the hospitalization and did not know what may have caused the low blood glucose levels. She noted that the reservoir did show the same amount of insulin as was shown on the status screen of the device. The customer's mother also reported that she had been experiencing low blood glucose levels for the past week. The most recent blood glucose reading was 60 mg/dl, which was treated with a glucagon injection and glucose tablets. Upon troubleshooting, it was found that the insulin pump worked as designed. She was advised to contact the customer's doctor regarding low blood glucose. She advised that the customer would monitor the device and call back if necessary. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.